Event description:
Customer reportedly obtained results of 476 mg/dl and 100 mg/dl on the advantage system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Additional concomitant medical therapy: lisinopril - 2 es 40mg/daily; hydroxychloroquine - 1995 40mg/day; relafen - 1993 1000mg/day; omeprazole - 3yrs 40mg/day; prednisone- 10mg/day.